Event description:
It was reported that a microbore extension set, IV connector,.f leaked during use. The following was reported by the initial reporter: "it was reported that the filter leaked fluid. Verbatim: "medline filter leaked fluid and has blood.""

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/27/2021. H.6. Investigation: one used extension set, model mz9226, was received by the customer for investigation. No defects were visually observed. The sample was primed with a blue dye solution and a leak could clearly be seen coming from the side of the filter. The customer's complaint that the filter leaked fluid was verified. The set was sent to the filter supplier for additional investigation. The filter was separated/opened and, on examination of the weld joint, there was sufficient transmission between the 2 components, so the part was welded correctly. A root cause was not established. A device history record review could not be performed on model mz9226 because a lot number was not provided by the customer.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that a microbore extension set, IV connector,.f leaked during use. The following was reported by the initial reporter: "it was reported that the filter leaked fluid. Verbatim: "medline filter leaked fluid and has blood.""